Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. No device intervention was performed but device replacement was discussed. Patient was stable throughout.

Event description:
New information received stated that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2017. Patient was stable post procedure.